Event description:
[MDR decision corrected to not reportable. No additional supplementals required]

Event description:
It was reported that these devices were used in a clinical research study. The patient decided to have the devices removed at the completion of the study and there were no product allegations of these devices. No patient symptoms were reported. However, analysis revealed an anomaly. Reportedly, saline was used in this device system.

Manufacturer narrative:
A review of this MDR and the event information revealed through further clarifications that this catheter was neither marketed nor was similar to a device that was marketed and distributed. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID: 8770, explanted: (B)(6) 2014, product type: catheter. Please note the country origin of this event was (B)(6). (B)(4). Analysis of the catheter revealed the catheter body had a hole which was not user related.